Event description:
It was reported that the 2.75x33mm xience xpedition over the wire (otw) stent delivery system (sds) was advanced to the lesion and inflated to deploy the stent implant. During post-dilation with a 3.0x15mm nc trek otw balloon dilatation catheter (bdc), a vessel dissection occurred. Intravascular ultrasound (ivus) was performed; however, the 2.75x33mm xience xpedition stent implant could not be found anywhere in the patient's anatomy. The 2.75x33mm xience xpedition stent implant was found to have dislodged prior to use in the protective sheath. A non-abbott sds was used to successfully treat the vessel dissection and the target lesion. There was a reported clinically significant delay in the procedure due to the stent dislodgement. There was no additional information provided.

Manufacturer narrative:
(B)(4): failure to follow steps/instructions. The additional nc trek otw device referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. It should be noted the xience xpedition everolimus eluting coronary stent system electronic instructions for use states: prior to using the xience xpedition stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the electronic lot history record (elhr) revealed no non-conformances which would have contributed to this event. A query/review of the electronic complaint handling database revealed no similar incidents for dislodgements. Based on the reviewed information, there is no indication of a product quality deficiency.